Manufacturer narrative:
Submit date: 12/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded. Additional information has been requested. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states that the unit is out of tolerance.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the unit is out of tolerance during annual testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is out of tolerance during annual testing.